Manufacturer narrative:
The device was returned as part of the asset return process. The following findings were found during evaluation: due to clogging of nozzle, air supply volume did not meet the standard value; the air/water-cylinder had discoloration; angulation play was out of specification; light guide lens had a crack; connecting tube had coating peeling; universal cord had coating peeling; electrical contact of video connector has corrosion; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The colonovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found the air/water channel was clogged with foreign matter, which had been attributed to insufficient cleaning. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional event or device reprocessing information was reported or available, however, the issue was likely the result of user handling/insufficient cleaning. The event may be detected/prevented by following the instructions for use section sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.